Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat troponin-I result, on the architect i2000sr, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer repeating the sample was the only troubleshooting performed, so the architect i2000sr, serial number (B)(6), was deemed the subject of the investigation. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a false positive architect stat troponin-I for a 32-year-old female. The following results were provided (reference range 0.04 ng/ml): (B)(6) 2025, sid (B)(6), initial troponin result= 1.38 ng/ml. Another sample was tested with a result= 0.021 ng/ml. The original sample was repeated with results= 0.024 ng/ml, 0.014 ng/ml, 0.010 ng/ml, 0.012 ng/ml, 0.010 ng/ml, and 0.014 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect stat troponin-I for a 32-year-old female. The following results were provided (reference range <0.04 ng/ml): 16dec2025, sid (B)(6), initial troponin result= 1.38 ng/ml. Another sample was tested with a result= 0.021 ng/ml. The original sample was repeated with results= 0.024 ng/ml, 0.014 ng/ml, 0.010 ng/ml, 0.012 ng/ml, <0.010 ng/ml, and 0.014 ng/ml. There was no impact to patient management reported.